Event description:
Customer states they had an occurrence of discrepant calcium results one day the prior week. She did not know how many patients were involved, she provided two examples. Patient 1, initial result 11.13 mg per dl, repeated twice gave 10.24 and 10.47 mg per dl. Patient 2, initial result 10.14 mg per dl, repeated twice gave 9.29 and 9.32 mg per dl. Customer confirmed they are using gel tubes and the discrepant high calcium results were not reported, patient was not treated based on high calcium results. The field service representative did not find a problem with the analyzer. Customer had replaced abs lamp prior to field service representative's arrival. He replaced dosage syringe c and cleaned wash station. He also adjusted rotor and fp work station. He ran check test and a 10x precision to verify analyzer operation.